Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any malfunction or product condition that could have contributed to the pt's mild diabetic ketoacidosis and hospital visit. The caller stated that they had not checked to ensure that the device was securely attached when the pt went to bed. If the device were loose or dislodged, it could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." No qualification records could be reviewed because no product lot number was reported.

Event description:
An insulet clinical services manager reported a pt had been hospitalized for 12 hours on (B)(6) for mild diabetic ketoacidosis. His blood glucose never rose over 300 mg/dl, but he was positive for ketones, nauseated and vomiting. The pt's father thought that the pod may have dislodged slightly during play in the afternoon and stated that they had gotten lax about checking the pod before his son went to bed.